Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to h6 codes h2 type of follow up: - correction h6 - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
It was reported that no alert/notification occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no alert/notification occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).